Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. The initial elecsys hiv duo results showed ahiv at 0.0772 coi (non-reactive) and hivag at 35.5 coi (reactive). A repeat test on the same system showed ahiv at 0.0612 coi (non-reactive) and hivag at 33.8 coi (reactive). Testing with the abbott architect assay yielded a negative result. Testing with the beckman dxi 800 system showed serum at 0.34 s/co and plasma at 0.32 s/co, both interpreted as negative. Additional testing at another site using the elecsys hiv duo assay on a cobas pro e 801 system showed ahiv at 0.0866 coi (non-reactive) and hivag at 30.7 coi (reactive). No hiv confirmation testing was performed.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Further analysis of the patient sample during preliminary investigation confirmed the customer's findings of reactivity in the hivag detection module. Interference analysis indicated that the sample exhibited reactivity to the monoclonal antibodies of the hivag detection module, leading to a false reactive result for hivag and, consequently, a false reactive result in the elecsys hiv duo assay. The root cause of the reported event was attributed to a sample-specific discrepancy.